Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.

Event description:
During troubleshooting for an alarm, the home patient (hp) reported a solution bag became unscrewed. The technical service representative (tsr) advised the patient to use manual bags to complete therapy. There was no adverse event or medical intervention associated with this event.